Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Laboratory testing was not able to confirm the reported out-of range impedance measurements, as the lead passed all electrical testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the helix on this right ventricular (rv) lead would no longer extend or retract. Also, the pacing impedance measurements were greater than 2,000 ohms. A new lead was implanted. No adverse patient effects were reported.

Event description:
--